Manufacturer narrative:
(B)(4).

Event description:
It was reported a merlin transmission revealed increased right ventricular pacing lead impedance and right ventricular thresholds. It was suggested there may be possible physiologic contributions. A fluoroscopy will be acquired for future reference. No patient symptoms were detected. The patient will continue to be monitored through merlin. No further information is available.